Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead were explanted for suspicion of an infection. No further adverse patient effects were reported.

Manufacturer narrative:
A request was made for product return. Should additional information become available this event will be updated. It was later reported about two weeks prior to the extraction that this patient had a (B)(6) infective endocarditis. A vegetation was noticed by trans esophageal echo (tee) on the lead. The patient received two weeks of antibiotics. An echocardiogram was done before the procedure and it showed no vegetation. There were no complications during the extraction. A chest x-ray after the procedure showed no pneumothorax or hemothorax. An echocardiogram showed no tamponade. However, approximately two hours after the extraction the patient had a heart attack and died. There are no allegations against the lead and the lead will not be returned.